Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000480, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The issue was confirmed and the mvs uninterruptible power supply (ups) was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The system had issues with boot-up and an audible beeping was heard "all the time." The beeping noise had occurred for the past two days. The site could not make the system work on (B)(6) 2020. Site personnel attempt to pull system logs on (B)(6) 2020, but the mobile viewing stations (mvs) would not boot up. Additional information received from a manufacturer representative indicated mvs uninterruptible power supply (ups) replacement resolved the issue. The system was reported to be down from (B)(6) 2020 to (B)(6) 2020.